Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented for follow up in clinic. It was noted that the patient notifier could not be felt when tested in clinic. The origin of the issue is unknown. The physician does not plan to address the issue as the patient is feeling fine, has no symptoms and is in good condition.